Event description:
It is reported that the pt underwent total knee replacement in 2007. Pt experienced pain and re-current effusions, and was revised in 2008.

Manufacturer narrative:
Eval summary: sem analysis does not indicate any presence of bone cement or any 3rd body particles on the articulating surfaces. Cause cannot be definitively determined. Device history records indicate device mfg to spec. Scanning electron microscopy analysis shows pitting and microcrack on the articulating surface. Energy dispersive spectroscopy analysis of the articulating surface showed a carbon peak in the spectrum, typical of uhmwpe.